Event description:
The physician used a wilson-cook wire guided papillotome. During the preparatory phase of use the cutting wire broke at the proximal end. The physician retrieved the broken pieces of the wire into the sheath of the device. No report of injury to the pt was reported.